Event description:
During procedure for thrombectomy with embolectomy catheter, balloon was missing when catheter removed. Co brought in special supplies for attempted retrieval. This was unsuccessful. Procedure continued as a fem-fem crossover bypass graft with doppler. Two signals heard on rt leg, popliteal only on lt leg. Left leg remained dusky below the knee. Catheter tip could not be retrieved. Co's sales rep stated that this type of catheter was not the catheter of choice for graft embolectomy use. Calls were placed to several hosps in the area in an effort to obtain the proper catheter. None of these facilities stocked this particular catheter. Pt required a prolonged procedure. Pt currently in stable condition in tcu.